Manufacturer narrative:
Adding UDI # (B)(4). This is a follow up report to add this information. Unsuccessful attempts to retrieve suspect product for investigation/evaluation have been made and documented. Case can be re-opened if product is received. Product not received and no lot #; no investigation is possible.

Event description:
In this event it is reported that protaper gold rotary assortment 25mm broke during use. The broken part could not be retrieved and was incorporated into the filling. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.